Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump was dropped on the floor, and afterwards the boluses were not showing up in the history. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced, and to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed using the bolus wizard and monitored, the bolus was delivered and recorded properly in the bolus history screen; no delivery anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.